Event description:
The customer reported the power led's were constantly blinking. There was no report of adverse impact to the pt.

Manufacturer narrative:
(B)(4). The customer reported the power led's were constantly blinking. There was no report of adverse impact to the pt. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was found to be faulty, it was replaced to resolve the reported issue.